Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle tip did not capture a cuff. The device was removed and a second proglide was used with the same results. An angio-seal was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. Device #1 proglide is being filed under medwatch MFR report number:2953144-2009-00305. User error - pt selection. The proglide instructions for use (IFU) state, special pt populations: "the safety and effectiveness of the perclose proglide smc devices have not been established in the following pt populations: pts with femoral artery calcium which is fluoroscopically visible at access site."